Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to initiate a manual transmission. The power cord was then disconnected and reconnected, which resolved the situation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.